Manufacturer narrative:
The technician replaced the side com power control board assembly to resolve the issue.

Event description:
The account alleged the nurse call does not function. No patient impact.